Event description:
The lay user/patient contacted lifescan in early 2009, and alleged that her one touch ultra2 meter was reading inaccurately high. The alleged issue first started 3-4 months ago and occurred several times during the day in a span of 3 days (specific dates/times not provided). The patient did not remember any specific results since it happened 3 months ago, but thinks they maybe in the "200s-300's". She further reported that she took insulin per her results and allegedly passed out after about an hour. She was reportedly taken to the hospital by ambulance. At the ER, the doctor threw away her meter and gave her a new one. There is no further information regarding the hospital visit or treatment administered. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that she took insulin per the alleged high results and passed out. She was taken to the hospital, however, the treatment administered is not provided. The patient could not provide any specific results obtained on the subject meter. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.